Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Pump thrombus was suspected due to high power, low pi and decreased unloading of the left ventricle. Pump exchange planned and executed on (B)(6) 2011.